Event description:
During an initial implant procedure for a right ventricular (rv) leadless pacemaker (lp), it was difficult to separate the lp from the delivery catheter, however it was ultimately able to release. Following release, the lp dislodged into the right atrium. The rv lp was retrieved, explanted and replaced to resolve the event. The patient was stable.